Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During routine servicing, the service representative observed that grease from the main bearing had migrated to the drive belt and pulley. This situation does not itself constitute a malfunction, but could potentially result in a "belt slip" warning message. The roller pump continued to function with respect to pumping fluid through the extracorporeal circuit. There was no adverse consequence to the patient as a result of this event.